Event description:
It was reported that the outer cannula was defective on one (1) size 6 dfen, disposable cannula fenestrated tracheostomy tubes. The info rec'd indicated that the fenestrated area of the outer cannula was "bent and cracked" and that the distal tip was out of round. This was detected by the attending physician during attempts to insert the device. There was one (1) pt involved with no reported pt injuries. The 6 dfen device is reportedly available to be returned for ID, analysis and investigation. As of the date of this report the device has not been rec'd by the MFR.